Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range pacing impedance measurements. Additionally, the lead exhibited noise. The noise was oversensed resulting in inappropriate shocks. The lead was observed to have fractured. An invasive procedure was performed. The rate/sense portion of the lead was surgically abandoned and a new right ventricular (rv) rate/sense lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.